Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the otw voyager catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified patient anatomy, such that the balloon ruptured upon the first inflation at 4 atmospheres. It was reported the otw voyager catheter was used in the anterior tibial artery. It should be noted the instructions for use (IFU) states: the voyager otw coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. It is unknown how use of the otw voyager in the tibial artery may have contributed to the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the anterior tibial artery. During dilatation, the voyager balloon ruptured at 4 atmospheres. The catheter was easily removed and a non-abbott balloon was used to complete the procedure with good patient outcome. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.